Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, but the error recurred. Customer will revert to an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.